Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb). The ventilator passed calibrations, extended self tests (est), short self tests (sst), and performance verification tests (pvt).

Event description:
Report received of ventilator not communicating with the remote alarm system. There is no information regarding patient involvement.